Event description:
It was reported that the patient presented for a routine generator change. Device interrogation prior revealed noise episodes on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.